Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer believed the ilet device battery depleted faster than usual, consistent with a battery performance concern. Symptoms included no adverse clinical effects. Outcomes included no impact on health or activities. Investigation included a review of the complaint details and assessment for device performance trends. Investigation of this case revealed no alerts or alarms and no evidence of malfunction beyond perceived accelerated battery drain. It was concluded that the cause was inconclusive due to insufficient evidence of a device malfunction.